Manufacturer narrative:
The device will not be returned for investigation. We are unable to assess the product condition. The caller reported that the cannula dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. The omnipod user guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery, "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Kda can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin - usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery." And "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that she activated the pod on (B)(6) at 8:40pm. Her bg measured "high" (>500 mg/dl) 8:42 pm, so she corrected with a 13.35 unit insulin bolus. The next morning her bg was 139 mg/dl at 12:19 am and 162 mg/dl at 5:56 am. At 6:59 am she was having about 30 grams of carbohydrate and her bg measured 154 mg/dl. She took a 4.05 unit meal bolus. At 1:52, with bg of 209 mg/dl, she was having another 51 grams of carbohydrate and bolused 7.25 units. By 4:09 pm her bg reached 400 mg/dl which she corrected with a 5.05 unit bolus. At 7:41 pm she ate 60 grams of cho an had bg measuring 416 mg/dl, so she bolused another 11.6 units. She deactivated the device at 8:35 pm. She didn't have a bg measurement from that time, but she also uses a continuous glucose monitor. She stated that the cannula pulled out, but she didn't realize it as she often has bg spikes that she cannot explain. She threw the pod away.